Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. There was high impedance noted on the lead. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. The weekly pace lead trend data shows high impedance for the defibrillator active can on impedance equal to a 254 ohms peak between (B)(6) 2013.

Event description:
It was reported that within one day post-implant there was high impedance on the right ventricular (rv) lead. The pocket was opened and the rv high voltage lead was re-connected. The impedance measured within normal range. A connection issue was suspected. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.